Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had bleeding complications perioperatively. There were clots seen around the left ventricular apex and around the apical inflow of the device. A left pleural effusion was also present. There were few bleeding areas identified on the chest wall at the level of dissection and diffuse oozing from all previously explored sites. The patient required mediastinal exploration, clot evacuation and washout. The issue was resolved post-reoperation.